Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a highest reported blood glucose of 360 mg/dl after a usual breakfast announcement and approximately three hours above target, while the device appeared to function as intended. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy. Investigation included troubleshooting with user education and monitoring guidance. Investigation of this case revealed no device malfunction reported and that early adaptation of automated insulin delivery can result in transient hyperglycemia as the system learns user needs. It was concluded that the event was consistent with hyperglycemia of unclear cause with device functioning as intended and no adverse health impact reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.